Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the med application would not install, and the device needed to be synchronized with the server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation was not communicated with the server. The field service engineer (fse) noticed the remote support service component manager was out of date and installed the latest version. The application file had been uninstalled, so the technical support specialist was contacted to assist with installing the correct version. The system functioned as intended after the field service engineer (fse) resolved the issue.